Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e216 error occurred due to conduction abnormality caused by internal flooding. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: olympus endoscope system had a red crack visible at center screen; insertion tube had a dent at 20cm; and ultrasound medical connector fluid was dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope, displayed e216 (communication error) the issue was found during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.